Event description:
Case description: this spontaneous report was received from a us health care professional and concerns a female patient. The patient was injected with radiesse (+). Batch number and expiry date were reported as unknown. It was reported that no more than 0.1-0.2 ml of radiesse (+) was injected. Radiesse (+) was diluted (product preparation issue, off label use of device) in a 1:1 ratio. After the radiesse (+) injection, the patient experienced a suspected vascular occlusion in the piriform aperture. Twenty minutes after the initial contact with a medical science liaison (reported as msl), it looked better. Due to the provided information, the outcome of the event was considered as resolving. Follow-up information was received on 16-sep-2025: the reported term was changed from suspected vascular occlusion to suspected vascular occlusion/compromise and the coding remained unchanged. The patient's initials and date of birth were provided. She was 48 years old at the time of the event. The patient was injected with radiesse (+) into the midface and piriform aperture (off label use of device), on (B)(6) 2025. Batch number was reported as a00194940 (expiry date: 22-jan-2027). The batch record review was received and the lot number for radiesse (+) was confirmed as a00194940 (expiry date: 22-jan-2027). A lot search in the global safety database was conducted. A total of 0.5 ml of radiesse (+) was injected periosteally into both sides of the midface, using a 27 g needle. Retrograde fanning technique was used. A total of 0.1 ml was administered subdermally with each injection. A total of 0.5 ml of radiesse (+) was diluted with 0.5 ml of sterile bacteriostatic saline to support bilateral nasolabial folds (reported as nlf) (product preparation issue). The patient was previously injected with revanesse versa (reported as versa) lip filler, on (B)(6) 2024, and with volux chin filler, on (B)(6) 2025. She did not have prior aesthetic treatments in the area treated with radiesse (+). The patient denied concomitant medications and relevant medical history. She had no known drug allergies (reported as nkda). On (B)(6) 2025, after the radiesse (+) injection, the patient experienced a suspected vascular compromise on the right nasal area. The injections were immediately stopped. A warm compress was applied and a massage was performed. Acetylsalicylic acid (reported as asa) 325 mg was administered, and hylenex (reported as 150 usp) was applied to a small injection site area. Improvement was observed, with capillary refill present, along with some swelling. She was sent home with acetylsalicylic acid and advised to continue taking 325 mg, along with applying a warm compress. On (B)(6) 2025, a day after the radiesse (+) injection, at the follow-up appointment, capillary refill was present with minimal delay. Bruising was observed at the injection sites and the patient reported no pain. On (B)(6) 2025, two days after the radiesse (+) injection, the patient started on 20 mg of tadalafil and a tapering dose of prednisone, starting at 40 mg. Bruising remained present, capillary refill was observed, and no pain was reported. She was prescribed tadalafil 10 mg for 3 days, and prednisone 20 mg for 5 days. No laboratory tests were performed. The outcome of the event remained unchanged. In the opinion of the reporter, the event was related to the radiesse (+) injection, was not considered to be permanent, treatment was necessary to accelerate recovery and to prevent permanent damage due to blood flow compromise in the right nare, and the patient was not hospitalized. Therefore, the causality was changed from reasonable possibility/suspected to related.

Manufacturer narrative:
This case was assessed by merz north america as serious. The event of vascular occlusion was assessed as expected based on the currently valid us instructions for use leaflet of radiesse (+) and possibly related to the treatment with radiesse (+). Product preparation issue and off label use of device were coded only for formal reasons. Dilution of radiesse (+) is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage. Merz causality re-assessment due to follow-up information received on 16-sep-2025: the batch record review for radiesse (+), lot a00194940, was normal, no nonconformance reports, corrective/preventive actions related to this lot. A lot search in the global safety database was conducted on the reported lot (batch a00194940) and no similar events were noted. The reported term was changed from suspected vascular occlusion to suspected vascular occlusion/compromise and the coding remained unchanged. In the opinion of the reporter, the event was related to the radiesse (+). The reported swelling and bruising are considered to be consequences of the event vascular occlusion and therefore were not coded. Off label use of device was coded only for formal reasons. Injection into the piriform aperture is no approved indication for radiesse (+) in us. Dilution of radiesse (+) with sterile bacteriostatic saline for injection into the midface and piriform aperture is not approved based on the currently valid us instructions for use leaflet of radiesse (+). Causality for the event remains unchanged as possibly related to the treatment with radiesse (+). Based on the information provided, this case was assessed as reportable to the FDA as the event of vascular occlusion was deemed to meet the serious injury criteria of required intervention to prevent permanent damage.